Event description:
The generator was replaced. No issues were noted with pre-op system diagnostic testing. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient has had break through seizures since may and her vns battery is low. It was noted that system diagnostics were performed and settings were kept the same. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.